Event description:
The account alleged the nurse cannot set the pt position module. No pt impact.

Manufacturer narrative:
The account was trying to set the pt position module alarm with no pt weight. The technician suggested they try to set the pt position module with a pt in the bed.